Manufacturer narrative:
Coolgard (s/n (B)(4)) display head was returned to zoll for evaluation and the reported complaint was confirmed during functional testing. Low batter voltage was identified as the root cause for mid: 26 (low battery) error message. During functional testing the display head was opened and the battery voltage was measured. The voltage measurement was below specification. The display head was cleaned to remedy the reported complaint. Event data log was downloaded; however the event log was empty due to low battery voltage. After the display head was cleaned, the device passed all testing criteria.

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the coolgard 3000 ivtm system (sn: (B)(4)) was displaying mid: 26 (low battery) error message during setting up the system. The customer used another system to continue and complete the temperature management therapy. There were no reports of patient consequences.